Event description:
A pump malfunction was reported with no notable events occurring prior. There was no reported impact on the customer's blood glucose level, as the customer declined to answer whether it exceeded 500 mg/dl. Technical support decided to replace the pump, instructed the customer to use multiple daily injections as a backup therapy, and provided instructions for returning the faulty pump.